Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. In (B)(6) 2009, the device exhibited 15 kohms and a six month remaining longevity estimate. The device was pacing and capturing at 68 pulses per minute, with and without magnet application, and was suspected to be in backup vvi mode. The pulse generator was explanted and replaced, as it was at or near elective replacement indicator.